Manufacturer narrative:
Exemption e2013025.

Manufacturer narrative:
Exemption: e2013025.

Manufacturer narrative:
Exemption: e2013025.

Manufacturer narrative:
Exemption: e2013025.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame may 1, 2017 through june, 30 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame may 1, 2017 through june, 30 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame (B)(6) 2017.

Manufacturer narrative:
July 2017 bimonthly asr report exemption e2013025 the total number of events for product classification code otn is 46. Qty 10- align r retropubic urethral support system qty 1- align rs retropubic/suprapubic urethral support system qty 5- align s suprapubic urethral support system qty 6- align to trans-obturator urethral support system- halo qty 3- align to trans-obturator urethral support system- hook qty 2- align to trans-obturator urethral support system- hook & halo qty 19- align urethral support system

Event description:
July 2017 bimonthly asr report.